Event description:
As reported by the user facility forwarded by bbm sales org. (B)(4): under infusion: infusion pump failed to deliver programmed 1000mls medication. Bottle still full after 8hrs despite pump indicating that the 1000mls had been administered to patient.